Manufacturer narrative:
Summary of evaluation: the examination results, although inconclusive in the absence of the event baseplate, could not verify this complaint and suggest that this event is not device related.

Event description:
The tibial insert was placed into the baseplate. After impaction, the insert had visual up and down motion. Another insert was readily available and implanted without incident. This event did cause an adverse consequence to the pt.